Event description:
It was reported that a user experienced loss of glucose readings on the ilet pump while using a dexcom g7 sensor, consistent with intermittent communication failure between the pump and sensor, which resolved after reviewing alerts and reconnecting, indicating involvement of the device¿s wireless communication pathway including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with intermittent communication failure identified and the antenna component noted as part of the affected communication path. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and cause was a temporary loss of sensor signal.